Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2016 our affiliate in (B)(4) reported that the inspectorate for health care sent a report dated (B)(6) 2016 with the following information per affiliate translation of the document: ¿we received via email from our (B)(4) office a copy of a hospital report for a medical complaint. A patient had been to see their optician because they had problems with their left eye. They use oasys for astigmatism lenses - extended wear. The patient was seeking emergency medical care for redness, photophobia and pain in the left eye. Despite these symptoms, the patient still kept wearing the lenses continuously for 4 days. The lens was taken out during examination and discarded. The report notes that the patient could have lasting damage in the left eye and it considers the reason is due to handling errors. ¿ on (B)(6) 2016 our affiliate in (B)(4) contacted the reporting optometrist and the additional information was obtained as follows: ¿the patient did an acute eye check up in the practice the (B)(4); right eye was looking good, and not affected at all; left eye was very red, severe pain, photophobia and epiphora; the patient could hardy open the left eye, thus a slit lamp examination was impossible; the patient have been wearing oasys for extended wear since 2013; he has a history of non-compliant behavior, e.g. Been sleeping with the lenses for one month in a row, and have been informed about how to properly use the lenses. The pt also have a past of herpes infections, and the optometrist thought he was affected by a medication or drug when he did the acute drop in visit; the optometrist called an ophthalmologist at the hospital, and the patient was sent there immediately. I have asked the optometrist to call the hospital and try to find out the diagnosis and treatment.¿ on (B)(6) 2016 our affiliate in (B)(4) provided additional information as follows: the patients treating optometrist ¿reached out to the hospital and asked for information about the case, but haven¿t received any answer yet. Looking at the complaint reporting, it seems like the event happened (B)(6) 2016.¿ the availability for the suspect product for return for evaluation is unknown at this time. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00h952 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.